Event description:
It was reported that the patient was hospitalized with acute prostatitis and a latex foley catheter was inserted through the urethra into the bladder. After one day, the patient developed a high fever of 39.7°c due to allergies. They put an antipyretic on the drip and it went down, but after that it went down to 40.3 degrees. The patient thought they were going to die from the pain, and asked the nurse to remove it, but they stated they could not remove it. Then, when the patient asked whether they could remove it by themself, they stated that it would be a problem. When the patient asked about the material of the catheter, they checked and told that it was latex. The doctor was going to replace this catheter with a silicone catheter. Stated when the latex was removed, the shivering stopped and the fever went down. The document received from the hospital stated that the product was manufactured without the allergen and no one ever had an allergic reaction. The patient had an allergy so bad that rubber gloves would cause inflammation. The customer heard that they manufactured without allergens, but it may dissolve within 24 hours, and even a small amount may dissolve and cause further inflammation. The patient thought they would die from a high fever. Talking with the doctor, it was not stated that it was 100% that allergies do not occur. The patient was told that they would not know what would have happened if they had not noticed the material while generating a high fever. The patient inquired whether a person allergic to latex could use it and not be 100% allergic to it.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be mechanical failure, amplifier card faulty, operator error, user hypersensitivity to latex, bacterial infection. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was hospitalized with acute prostatitis and a latex foley catheter was inserted through the urethra into the bladder. After one day, the patient developed a high fever of 39.7°c due to allergies. They put an antipyretic on the drip and it went down, but after that it went down to 40.3 degrees. The patient thought they were going to die from the pain, and asked the nurse to remove it, but they stated they could not remove it. Then, when the patient asked whether they could remove it by themselves, they stated that it would be a problem. When the patient asked about the material of the catheter, they checked and told that it was latex. The doctor was going to replace this catheter with a silicone catheter. Stated when the latex was removed, the shivering stopped and the fever went down. The document received from the hospital stated that the product was manufactured without the allergen and no one ever had an allergic reaction. The patient had an allergy so bad that rubber gloves would cause inflammation. The customer heard that they manufactured without allergens, but it may dissolve within 24 hours, and even a small amount may dissolve and cause further inflammation. The patient thought they would die from a high fever. Talking with the doctor, it was not stated that it was 100% that allergies do not occur. The patient was told that they would not know what would have happened if they had not noticed the material while generating a high fever. The patient inquired whether a person allergic to latex could use it and not be 100% allergic to it.